Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component related to the transducer fault for evaluation.

Event description:
The customer stated that this unit had a transducer failure. There was no patient involvement at the time of the incident.